Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were feeling pain and "electrical sparks" in the area around their ins since a couple months ago. Patient stated that they fell twice; once they fell of a ladder in march, then tripped on a rock and fell on their hip on a different occasion. Patient also mentioned using benadryl and nitride cream, but that didn't relieve the pain. Agent walked patient through connecting to their ins and had the patient turn of their therapy. Patient confirmed that they still feel the pain and "electrical sparks" with no improvement at all. Redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2b9y9: implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to describe the effect that the fall had on their implanted system the patient reported "the device moved and went deeper in my area. The leads were moved and the device was shocking me, the device was turned off. The area was painful and sore.".